Manufacturer narrative:
Product implicated is device with guidewire. The catheter/t-lock and guidewire were returned for evaluation. The catheter/t-lock measured 69 cm. The guidewire was partially in place, with 31.2 cm retracted proximal to the t-lock. The guidewire was removed without difficulty and measured 71.5 cm. Lot history review indicates all catheter sub-assemblies were 100% sorted in the mfg process as part of routine inspection, with some rejections due to weak, wavy, or leaking tubing or flow test failure. These inspections were designed to prevent acceptance of defective product. There were no prior product complaints of similar nature. The guidewire measures 71.5 cm and the proximal and distal welds are intact. The wire has multiple bends in it, therefore, it could not be reinserted into the catheter. For evaluation, a sample guidewire was inserted and removed from the catheter several times both dry and wet after flushing with water. No resistance was encountered. The clinician likely experienced difficulty removing the guidewire due to the bends and coils in the wire. Bends and coils can occur during insertion, if the catheter and the guidewire encounter an obstacle, such as a valve or sharp bend, and the catheter/guidewire folds back on itself. If the guidewire develops a permanent bend, it is extremely difficult to withdraw the guidewire without damaging the catheter. The catheter was flushed with colored water and one leak was observed at the 16cm marking. Under 30x magnification, the edges of the leak are clear, sharp, and shiny and the cut surfaces show diagonal striations across the surfaces. These signs indicate the catheter was cut by the guidewire.